Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that the device was dropped. However it was noted that the upper case, lower case, side bail covers and ring cover were broken, the battery release, lead flex cover and battery drawer were contaminated, the side bails were missing, the ring was bent, and the serial number label was torn. (B)(4).

Event description:
It was reported the device was dropped. The device was returned for repair and calibration. It was analyzed and tested out of specification. There was no patient involvement.